Event description:
Red cuff split in half. The catheter was replaced with a new device. No additional info is available.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for evaluation. A lot history review (lhr) of huxb1755 showed no other similar product complaint(s) from this lot number.